Event description:
It was reported when the patient presented to the clinic for a routine check-up, noise was observed on the right ventricular lead. The noise was leading to pacing inhibition for the dependent patient and was reproducible isometrics. The lead was extracted and replaced. The patient was doing well during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 16.6-16.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.